Event description:
Boston scientific received information that high shock impedance measurements were observed on the right ventricular lead and implantable cardioverter defibrillator (ICD). Inappropriate shock therapy was also noted. This lead was used with adapters and it was believed that the lead or the adapters were damaged. A new lead was going to be implanted at a later date. No adverse patient effects were reported. The lead and device remain in service. Additional information indicated that the lead was broken around the adapter as confirmed through x-ray. It was indicated that the damage may have been sustained during a previous unrelated device change out. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.